Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the left aca (anterior cerebral artery) procedure, the physician used the subject guidewire to select the vessel. However the subject guidewire was found to be fractured under digital subtraction angiography (dsa). The physician withdrew the subject guidewire and microcatheter out together and no section of the subject guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the left aca (anterior cerebral artery) procedure, the physician used the subject guidewire to select the vessel. However the subject guidewire was found to be fractured under digital subtraction angiography (dsa). The physician withdrew the subject guidewire and microcatheter out together and no section of the subject guidewire remained in the patient. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Additional information was received on 27 feb 2024 that confirmed the fracture occurred on the distal section of the guidewire.

Manufacturer narrative:
. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the operator used a synchro guidewire to super select the vessel and the guidewire was found fractured under digital subtraction angiography (dsa). The operator withdrew the guidewire and microcatheter out together and no residual was in patient's body. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The wire was torqued to overcome the resistance. The device was not returned for analysis and a review of all available information fails to indicate a probable assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to the as reported event of guidewire distal tip broken/fractured during use.